Event description:
It was reported that a patient presented to clinic for follow up. The right ventricular (rv) lead exhibited high pacing impedance and high pacing threshold. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.